Event description:
Event description boston scientific crm received info that the pt with this implantable cardioverter defibrillator (ICD) passed away unexpectedly. Interrogated revealed that charge time was 7.2 sec and monitoring voltage was 3.70 v. Lead measurements were within range. There was one ventricular tachycardia (vt) event stored in the device logbook on the date of death. The vt rate was 119 beats per minute (bpm). One burst of anti-tachycardia pacing (atp) was delivered. The electrogram shows the onset of four v pace markers at 40 bpm with some capture on the shock electrogram. The rep believes this was a brady induced tachy episode with a change to polymorphic vt as a result of atp. The rhythm slowed but continued. The device was turned off after interrogation.

Manufacturer narrative:
Not returned. Event conclusion the device will be returned and analyzed. Should any additional info related to this event become available, this event will be updated.